Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose at the time of event was 900 mg/dl. The current blood glucose value of the customer at the time of the call was 386 mg/dl. The customer also reported damage to the plastic piece on the top of the screen of the insulin pump. The customer reported that the new insulin pump had not been working well but nothing specific was mentioned. The customer kept going through reservoirs because the customer was unable to fill them properly. On (B)(6), the customer had an infusion set change and the next day the customer's blood sugars were still high. The customer bolused 19.6 units, 3 separate times to bring blood sugars down. However, this was not effective and the customer went to the hospital. The customer was admitted for diabetic ketoacidosis. The customer had not worn insulin pump since then because the customer felt like it might be defective. The customer experienced no symptoms of high blood glucose value. It was unknown if the auto mode was activated or not at the time of the event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was partially performed; however, it was unknown if the customer will discontinue using the device or not. The product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to medical device problem code has been updated and provided in h6 section of this report.

Event description:
It was reported that insulin pump will be return for analysis